Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that cleo® 90 infusion sets had a kinked cannula over the last two months. Blood glucose was adversely affected and reported at 200-300mg/dl. The customer changed the site and took a correction bolus to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-01842.